Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture along with high capture thresholds. The patient experienced loss of consciousness and passed out. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.